Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
Visual inspection of the returned iunihg certain® gold-tite® hexed screw by the complaint investigator confirms the screw has fractured. The hex of the device has also been damaged.visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. DHR review could not be completed due to lack of lot number. A technical root cause could not be determined. (B)(4)